Manufacturer narrative:
Evaluation summary: only the device was returned in the opened blister tray in the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The lens was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint of "folding error". The lens was not returned inside the device to evaluate lens position. No damage was observed to the device. The plunger position in relation to the lens during advancement cannot be determined. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory management specialist reported a delivery system "folding error" that occurred during an intraocular lens (iol) implant procedure. There was patient contact. Additional information has provided that the procedure was completed and that there was no patient harm.